Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient admitted with pre-operative diagnosis of degenerative lumbar scoliosis with the apex at l3-l4, right l3-l4 foraminal and lateral recess spinal stenosis, back and leg pain. The patient underwent l3, l4 smith peterson osteotomy, right l3-l4 transforaminal interbody fusion with 10 x 22 mm cage, rhbmp-2 and morselized bone graft, l3, l4 posterior fusion with tsrh 3 d pedicle screw fixation, rhbmp-2 and morselized bone graft, local bone autograft harvesting. Per op notes: the patient was bought to operating suite and in the supine position. The transverse processes of l3 and l4 were decorticated with the drill strips of rhbmp-2 were layered with morselized bone graft on both sides. Then the pedicle screws were placed. Them a radical discectomy was accomplished using various curettes, pituitary and kerrison. Then several pledges of bmp and morselized bone graft were packed in the disc space. A 10x 22mm cage was filled with bone graft and countersunk in the disk space. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.